Event description:
A report was received that the patient had a non device related infection at the battery site. Antibiotics were prescribed. The patient underwent a revision procedure wherein the ipg and extensions were explanted and the rest of the lead were kept in place for future re-implantation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #:(B)(4) description: scs phiii ext 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility.